Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopy, laparotomy with bso and lysis of adhesions; due to stress urinary incontinence and pelvic pain. It was reported that following insertion the patient experienced extrusion, infection, recurrence, dyspareunia, urinary and bowel problems, vaginal scarring & emotional/psychological injury. (B)(4).

Manufacturer narrative:
Reason for surgery: sui, pelvic pain, dyspareunia, ovaries densly adhesed to vaginal wall. Concurrent procedures: bso.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and monarc and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.